Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a band placement procedure; the patient started experiencing extreme abdominal distress. After multiple visits to the emergency room, three upper gi scopes, and countless other tests and medications, it was determined that the band was causing severe complications and required surgery for removal. The patient met with a general surgeon and the band was removed.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2016. Additional information was requested and the following was obtained: what were the complications identified that required removal of the band? Response: in (B)(6) 2013 I began to have upper left quadrant abdominal pain. It was not a feeling of nausea, heart burn, or indigestion, but rather a moderate intensity sharp pain. My pcp recommended that I go through a round of prilosec otc which I did, and it resolved the issue at the time. In (B)(6), the issue returned and my pcp again suggested prilosec otc. After a traditional course, the pain did not resolve, and I switched pcp's. I was then referred to a gastrointestinal doctor. During this time, my symptoms intensified. The pain became constant and eating became difficult. The gastrointestinal doctor did an upper gastrointestinal endoscopy in (B)(6) and found no ulcers or lesions. At this point I began taking protonix and was scheduled for a (B)(6) study in (B)(6). Again, my symptoms continued to increase. I had difficulties eating anything that was not a soft food (mashed potatoes, apple sauce, etc). My (B)(6) study was completed and when placed the doctor again scoped the area and found nothing of concern. My third endoscopy occurred because the ph capsule was placed just above my adjustable gastric band and the combination of inflammation and the capsule made it now very difficult to even drink water, so the ph capsule was removed and again another scope completed. On (B)(6) I ended up in the emergency room yet again (I had been in the ER several times for the severe abdominal pain and had several diagnostic tests done such as CT scans with contrast, blood work, and x-ray). At this point, my gastrointestinal doctor came into the ER to discuss with me our next steps, which he felt it was time to see a general surgeon about my adjustable gastric band. I met with the general surgeon on (B)(6). At this point the pain was so unbearable that I was hurled over in his office waiting for my appointment in pain to meet with him. He tried to access my port to drain the fluid from my band to see if that could provide some relief or at least allow me to eat. He was unsuccessful and at that point scheduled me for surgery on (B)(6) to remove my band. I woke up from surgery and felt immediately relief and while there was some discomfort from the procedure, the pain I had felt for months was instantly gone and I was once again able to eat/drink successfully without discomfort or interference. My band was placed on (B)(6) 2008